Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead impedance exhibited high pacing impedance and no capture noted with interrogation. The lead was capped and replaced on (B)(6) 2021. The patient was stable.